Manufacturer narrative:
The customer was initially provided with a replacement battery, which did resolve the reported issue. Subsequently, the customer was provided with a replacement device. Physio-control evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be shorted capacitor, c2, which caused the batteries to become depleted in a very short time and the cause the device to no longer power on. The device was archived by physio-control.

Event description:
The customer contacted physio-control to report that their device had depleted its battery and would no longer power on. The readiness indicator was not flashing. After placing a new battery, the device would still not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had depleted its battery and would no longer power on. The readiness indicator was not flashing. After placing a new battery, the device would still not power on. There were no reports of patient use associated with the reported event.